Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported issue of false upstream occlusion was unable to be reproduced due to reload set. The device was unable to test for flow line for upstream occlusion and air in line testing due to reload set alarm (downstream detector) with set loaded. A review of the event history log revealed multiple occurrences of upstream occlusion messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be failed ultrasonic sensor, upstream sensor fluid numbers out of specification, which was unable to be calibrated. The ultrasonic sensor will be replaced to address this issue. The force sensor calibration was checked and was found out of specification. Also, the downstream tubing guide was the failing component causing the reload set. The downstream tubing guide will be replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump alarmed false upstream occlusion occurred during programming/setup at nurse station department. There was no patient involvement. No additional information is available.